Event description:
The patient reported that they had been charging their implantable neurostimulator (ins) everyday, because their implant was not stimulating and could not feel stim. The doctor suggested that they should charge every day, then the patient stated that the charging every day did not seem to be working either. They had to keep the left side lower due to the left arm pain. They stated that the stimulator "freaks out" on them and had to keep it lower, they had it at 8.0v. The patient had not been reprogrammed or switched to a new group recently. They recently had a need to increase parameters, they had increased the other lead to "200v" for their low back. It was reviewed that programmed parameters affect recharger intervals. Recharging best practices were reviewed. The patient was getting 8 efficiency bars. It was confirmed that the ins was turned off during troubleshooting, the patient turned the ins on and verified that they could feel stimulation again at the time of the report. The patient was to follow-up with their health care professional (hcp). Other relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the patient reported that they did meet with their hcp but the stimulator still shuts off whenever it wants and that it is still difficult to get a full charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did notify their managing physician regarding the issue. The patient stated that the charge was not lasting too long and they were supposed to charge every day (¿this is real incorrect¿). They noted that they were not sure if the issue was resolved and had an appointment scheduled with their doctor on (B)(6) 2016.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.